Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead. It was also noted that the rv lead exhibited three episodes of non-sustained ventricular tachycardia and oversensing. The rv lead was reprogrammed and remains in use. It was also reported that the left ventricular (lv) lead was revised two days after implant due to dislodgement. The lv lead remains in use. No patient complications have been reported as a result of this event.